Manufacturer narrative:
Product has not been returned for evaluation. Site was not pre-drilled as recommended in the IFU when hard bone is encountered.

Event description:
It was reported that the anchor broke at the eyelet during insertion. The bone was hard and the surgeon had a little trouble inserting. The broke piece was removed by making the incision a little larger and the piece removed with pliers and other instruments. The surgeon experienced a delay of approximately 30-minutes to the rotator cuff repair. The surgeon commented that the bone was hard and axial alignment could not be maintained and that this might have caused the break. All pieces were removed from the patient and no fragments remain in the bone or the joint. The ao-2 finger technique was not used. The site was not abraided, pre-drilled, punched, or trapped prior to attempted insertion. There was no patient injury reported.